Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. (B)(4). The total number of events for product classification code otp is (B)(4). (B)(4) - avaulta plus biosynthetic support system; (B)(4) - avaulta plus biosynthetic support system - anterior, sterile; (B)(4) - avaulta plus biosynthetic support system - posterior, sterile; (B)(4) - avaulta solo synthetic support system ; (B)(4) - avaulta solo synthetic support system - anterior, sterile; (B)(4) - avaulta solo synthetic support system - posterior, sterile.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, disability and impairment. Per additional information received, the patient has experienced urinary problems, pain, recurrence, incontinence, lower abdominal pain, lower back pain, leaking, urgency, vaginal dryness, broken mesh, recurrent uterine prolapse that could not be repaired because the vaginal walls could not hold any kind of device to lift the bladder, recurrent vaginal pain, and urinary retention.